Manufacturer narrative:
A ge service representative performed an on site investigation. The fuse cap was reseated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported the system had a precharge voltage error message. This error will likely prevent the system from booting, which would result in a loss of imagining functionality. There is no report of death or serious injury associated with the complaint.